Manufacturer narrative:
Further review determined that this is a non-reportable event.

Event description:
Customer reports that the unit shoots up to 47 degrees centigrade and exhibits a burning smell.

Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. Upon arrival of the device, service identified the burning smell to be the pump, the internal components were seized up. The technician noted that during the inspection, they found other issues such as leaks and a few non-functioning components. The technician was unable to identify the reason for the excessive heating issue but the device was repaired and inspected for full functionality.

Event description:
Customer reports that the unit shoots up to 47 degrees centigrade and exhibits a burning smell.